Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned treatment which is completed by delaying. The philips field service engineer (fse) inspected the system onsite and confirmed that there was malfunction with the cables connection on ippc and host pc. The fse checked emergency stop power supply and geo module kit which was functioning normal. The fse cleaned the memory and recreated the image disk. After this system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system displayed an emergency stop error and would not power up. The system was in clinical use when this occurred. There was no report of harm.